Manufacturer narrative:
Preliminary analysis of the returned device evidenced operation in accordance with specifications.

Event description:
The physician reported that during a regular follow-up on (B)(6) 2014, low patient heart rate (30 bpm) due to capture failure was observed. Interrogation revealed a ventricular lead impedance over 3000ohms. A re-intervention was and the physician indicated that the leads were properly connected, as confirmed by a visual check and pull test. Psa measurements on the ventricular lead were normal even when manipulating the lead. A new pacemaker and ventricular lead implanted to correct the issue.

Event description:
The physician reported that during a regular follow-up on (B)(6) 2014, low patient heart rate (30 bpm) due to capture failure was observed. Interrogation revealed a ventricular lead impedance over 3000ohms. A re-intervention was and the physician indicated that the leads were properly connected, as confirmed by a visual check and pull test. Psa measurements on the ventricular lead were normal even when manipulating the lead. A new pacemaker and ventricular lead implanted to correct the issue.

Event description:
The physician reported that during a regular follow-up on (B)(6) 2014, low patient heart rate (30 bpm) due to capture failure was observed. Interrogation revealed a ventricular lead impedance over 3000ohms. A re-intervention was performed and the physician indicated that the leads were properly connected, as confirmed by a visual check and pull test. Psa measurements on the ventricular lead were normal even when manipulating the lead. A new pacemaker and ventricular lead implanted to correct the issue.